Event description:
It was reported patient's ipg became inoperable following an unrelated surgery wherein the ipg was not placed into surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.